Manufacturer narrative:
The customer performed a correlation with 20 patient samples (10 samples from before the questionable result and 10 samples from after the questionable result). The customer repeated the samples between the two cobas c513 analyzers and the results matched closely. Calibration was acceptable. Qc data from the day of event shows one unacceptable low result. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found small amounts of dried cell cleaner around the top of the reaction disk cells. The fse adjusted the reaction cell wash water fill volumes to be slightly lower. All system checks were successful and the system was operational. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c513 analyzer. The initial result was 9.97%. This result was reported outside of the laboratory where a request was made to repeat the sample. The sample was repeated on the c513 analyzer in question with a result of 5.29%. The sample was repeated on a different c513 analyzer and the result was 5.34%. The repeat results were believed to be correct. The a1cx3 reagent lot number was 47201601 with an expiration date of 31-aug-2021.